Manufacturer narrative:
(B)(4). The product is not expected to return as it was left capped.

Event description:
It was reported that this right atrial (ra) lead was left capped due to sensing issues and undersensing. The patient underwent surgical intervention for a therapy upgrade procedure and it was necessary to replace the lead. No additional adverse patient effects were reported.